Manufacturer narrative:
H6: device code: 2017 clarifier: use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous peripheral intervention procedure using an 8f sheath. Reportedly, the marker lumen was unable to be successfully pre-flushed with saline prior to use; however, the device was continued to be used. When the device was inserted into the patient anatomy, no blood flow was observed at the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported ¿no blood flow from the marker lumen¿ and unsuccessful flushing of the device was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was not successfully flushed prior to use of the device. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: "verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent." In this case, the IFU deviation does not appear to have contributed to the reported difficulty. A conclusive cause could not be determined for the reported obstruction of flow and difficult to flush. The unexpected medical intervention was related to circumstances of the procedure. Factors that may contribute to difficulty to flush include, but not limited to manufacturing, lumen obstruction and incorrect user technique (marker lumen flushing). Factors that may contribute to obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.